Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. Confirmation was undetermined because there was no. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the transmitter had been in use less than 6 months. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.